Manufacturer narrative:
The reported field event of bpa was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for calculations, and since that data got cleared after reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for > 6 years and 8 months. Interrogation of the device revealed the device was above eri when received. No other anomaly was detected.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.